Event description:
Report received of delay in therapy related to difficulty in programming. It was reported that in the ICU, the pt needed a dopamine drip started for hypotension. The customer contact reports that they had difficulty programming the pump. According to the customer contact, they set the pump in dose calculation mode and chose mcg/kg/min, then chose a dose of 10mcg/kg/min and when they attempted to start the infusion, the pump kept alarming that the ml/hour was exceeded. It was reported that they eventually used a different pump and tubing to get the dopamine infusion started, but that levophed was then also required for the systolic blood pressure of 50. The pt was reportedly already on ventilator support upon arrival to the ICU. The pump that they had difficulty programming was never isolated, and therefore will not be returning for analysis. Though requested, there was no further info available.